Manufacturer narrative:
The customer contacted medela llc two more times on (B)(6) 2020, alleging her pump display is frozen and charging did not help and the pump would still randomly shut off and won't turn back on. She exclusively pumps and this is a problem because she can't finish her pumping sessions, this has led to her having clogged ducts. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that she developed clogged ducts three times beginning (B)(6) 2020. She was prescribed two different medications, the first medication did not work. She stated her clogged ducts are resolved and her replacement pump was working without issue. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her freestyle flex breast pump would not power on.